Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on 12/09/2009 that a ultraflex covered esophageal stent was used during a procedure. According to the complainant, after 24 hours of the implant, an endoscopy was performed because digestive secretions were observed within the respiratory system. The physician found that the plastic cover of the stent was damaged. Another covered stent was implanted inside the first one. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.